Manufacturer narrative:
Fad stent, ureteral.

Event description:
Per rep, on 23sep2020, the stents had been in-dwelling for 12 months. The stents were encrusted so badly that they had to try 5 fr catheters, dual lumen catheters and a rigid cystoscope to dilate. Lastly they had to balloon dilate to remove the stents with flexible graspers. The balloon dilation of the ureters successfully removed the stents. The occluded wire of the second stent snapped and the stent turned into a slinky but was successfully removed. They did not have consent from the patient's guardian for percutaneous techniques. General questions for all complaints: what are the current storage conditions? Are the stents stored in their boxes? -unkr, implant facility not known. Did the device make patient contact? Yes. Once the device comes in contact with the patient, request the following for 3 previously mentioned prefixes: did anything have to be removed from the patient? Yes. If yes, from what part of the body and what instrument was used to remove it? Kidney and ureter, flexible graspers. Current storage conditions. Unkr, implant facility not known. Why was the stent removed? (Exchange? Or other issue?) Exchange. What was the length of the indwell time? 12 months. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a. What wire guide did they use? Hydrophylic wire. Did they attempt to attach the tapered end of the stent to the inserter? N/a. Was this device assembled outside the body? N/a. Did the device come with a pigtail straightener? N/a. If yes, was the pigtail straightener used? N/a. Request the following should the complaint be regarding difficulty with the hydrophilic coating (wire guide): n/a. . Should the event involve metallic resonance (rms) stents, request the following: was the stent stored in strong light (e.g. In a pyxis matching) or in direct sunlight? Unkr, implant facility not known. Was there difficulty advancing the stent to the target location? N/a. How long was the stent in-dwelling? 12 months. What was used to remove the stent? Flexible grasper. How often was the stent checked during the in-dwelling time? Physician did not know what method was used? Unkr. Was the patient using calcium supplementation? Unkr. Was force required to remove the stent? Yes, a little bit. Was encrustation evident on the stent? Yes, a lot. What is the source of the extrinsic compression? Pt anatomy. If caused by a tumor, what is the tumor type? No tumor. What is the stage of the tumor? N/a. Per rep, on 15oct2020: can it please be confirmed what exact date the stents were placed, it just says 12 months prior? Stents were placed on (B)(6) 2019. Also how often was the patient monitored within this 12 month indwell period and by what methods please? Patient had a couple CT scans for urinary tract infections, but due to covid the 6 month change was delayed to 12 months due to patient caregiver¿s decision. What is the patient's condition now? Dr wiener has not heard from the patient and expects them to be doing well. It is mentioned, "they did not have consent from the patient's guardian for percutaneous techniques." How is the patient's condition managed after the stent removal? Percutaneous consent wasn¿t provided at the time of the extraction procedure. However, following the stent extraction consent was obtained. The patient was then hospitalized overnight and perc¿ed the next morning for neph tube placement. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. This new file was created to capture the second stent where the stent wire snapped. A sperate file is capturing the difficult removal of the first stent.